Event description:
Allegedly the patient was revised due to the following mom complications: high cocr levels. (Right). Culture taken. A 44mm head replaced with long 28mm ceramic (ours) and strykers dual mobility.